Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. The pump was returned, and analysis found corrosion and/or lubrication and/or wear of the pump motor gear train. The catheter was returned, and analysis found damage to the transition tube. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (ba clofen) 2000mcg/ml for a total dose of 1300mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was hearing an alarm coming from their pump at 18:00 on (B)(6) 2017. The patient arrived in clinic this morning ((B)(6) 2017). The pump was interrogated and showed a motor stall occurred. No magnetic resonance imaging (MRI) or magnet interaction. The patient was booked for the operating room (or) today ((B)(6) 2017) to replace the failed baclofen pump. There was no factors that may have caused or contributed to the issue. Diagnostics/troubleshooting included pump interrogation. Actions/interventions included pump replacement on (B)(6) 2017. It was noted that the issue was not resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur on (B)(6)2017. The patient's weight was unknown. The patient's medical history included a brain tumor as a child with residual spasticity hemiparesis. Event date was (B)(6) 2017 (patient heard alarm). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via flex mode as of 2017 (B)(6): lioresal with concentration 2000 mcg/ml at a dose rate of 1306.3 mcg/day.. Eval code - conclusion code ¿ 92 is being updated to 11 for this event regarding the pump. If information is provided in the future, a supplemental report will be issued.